Event description:
It was reported that during an unknown procedure the stapler jammed. Unable to open jaws once inserted into the trocar after loading. A new pvs35 device was opened. The procedure was delayed 5 minutes but was completed successfully. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 5/5/2025. B3: event year only reported: 2025. D4 batch #: 151d26. Additional information was requested and the following was obtained: 1. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? No, the device was not locked on the tissue, it was locked prior to going on the tissue. The device was inserted through the trocar to go onto the tissue but then the jaws were locked and the stapler did not open. 2. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Not sure if knife reverse was used but manual override was used and then jaws opened. 3. Did the jaws eventually open? Yes, after manual override was used. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. Please refer to the instructions for use for more information. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. However, the knife was not completely in the home position causing the jaws not open as expected. The bailout lever was moved up and the override lever was activated one time, and then, the jaw could be opened by pressing the release button. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the manual override system was not completed as the knife was not fully in the home position, causing the jaws to not open as expected. Please reference the instruction for use for more information. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 151d26, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2025. Corrected data: h6 (component code, investigation findings).